Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range impedances on the right ventricular (rv) lead, measuring less than 200 ohms. The rv lead was surgically abandoned and replaced. The crt-d was explanted and replaced. No additional adverse patient effects were reported.